Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor still ran when safety was engaged. Therefore, the device was powerbroken. It was determined that this was indicative of not operating the disconnect sleeve properly while the device was in use. It was determined that when a device is powerbroken and is ran, it would heat up/overheat which can cause an e6 error code. Therefore, the reported condition was confirmed. It was determined that the cause of the powerbroken was failure to follow directions for use and running the device in the safe or load position. The assignable root cause was determined to be due to user error, abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported from colombia that during routine testing, it was observed that the motor device had a recurrent e6 error code. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The reporter indicated that the event occurred on (B)(6) 2014; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initialreporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.